Event description:
The following has been reported: nurse reported: cassettes were leaking while nurse was priming the line with normal saline. Ns noticed on exam gloves from seams of cassette. Patient harm: no. Stopped infusion: no. Occurred during: before use / setup. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. A microscopic examination was performed, an over insertion was observed at the valve activated luer of the secondary port. During underwater leak test was detected that bubbles came from the secondary port confirming the leak. The root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which resulted in a crack. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch review could not be performed as the affected batch was not provided.